Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: unable to duplicate customer complaint of low blood results during the qc evaluation; product performed as intended and within specifications. The test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Consumer reported complaint for erratic and low blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 140mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 05/28/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer calling states that both he and his wife use the meter and the meter is giving low results. Customer wife use his meter and got a 22mg/dl and then 94mg/dl. Customer wants to know if the results should vary that much. Customer states that his wife have a true metrix meter and he did a back to back test using the true metrix and got 148mg/dl on himself and his wife got 150mg/dl fasting. Customer have not use the true result meter since february. I review the meters memory and customer only did one blood test on himself- the results of 90mg/dl. The rest of the results taken on (B)(6) 2017 are for his wife. Customer wife is feeling fine and is not having any symptoms. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this med watch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID (B)(4).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). The device is undergoing an evaluation but has not yet been completed. Note: the test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Consumer reported complaint for erratic and low blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 140 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 05/28/2018 and open vial date is (B)(6) 2017. (B)(6). Customer calling states that both he and his wife use the meter and the meter is giving low results. Customer wife use his meter and got a 22 mg/dl and then 94 mg/dl. Customer wants to know if the results should vary that much. Customer states that his wife have a true metrix meter and he did a back to back test using the true metrix and got 148 mg/dl on himself and his wife got 150 mg/dl fasting. Customer have not use the true result meter since february. I review the meters memory and customer only did one blood test on himself- the results of 90 mg/dl. The rest of the results taken on (B)(6) 2017 are for his wife. Customer wife is feeling fine and is not having any symptoms. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this med watch report based on the nature of the complaint for this recalled lot. (B)(4).